Event description:
Implant date: 1992. Post operative x-rays reveal "loosening of screws." Revision surgery in 1993 to replace device, repair pseudoarthrosis and perform a fusion. CT scan taken on 10/1/1993 shows possible impingement of neural foramina. Explanted in 1993 at which time it was noted that hardware was "loose."